Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited no longevity estimation, the device had also triggered both elective replacement indicator and end of service. No intervention had been reported. No additional information was available.